Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿IV channel from alaris 8100 infusion pump module was not working, when attempting to use another IV pump, those channels also were not working. When a working IV pump was found, it alarmed for an error and shut off. This could potentially be very dangerous if channels are not working in a time of crisis."